Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was originally reported that upon opening the package of a performer introducer prior to a transcatheter aortic valve implantation (tavi) procedure, the "tip was squashed", the dilator was "damaged (crushed)", and a "blockage" was identified in the distal section of the dilator. The unspecified guidewire was not passing through the dilator. The device did not make patient contact, and the procedure was completed using another unspecified device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned complaint device on 25sep2025, the dilator tip was split. There was no damaged noted to the sheath. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The dilator tip was damaged and split. The sheath was not damaged. A document-based investigation evaluation was performed. A review of the device history record found no discrepancies on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, investigation of the returned device, and consultation with manufacturing quality engineering suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional devices that are out of specification in-house or in the field. Cook has concluded that this is an isolated incident. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: department: (B)(6). H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that upon opening the package of a performer introducer prior to a transcatheter aortic valve implantation (tavi) procedure, the "tip was squashed", the dilator was "damaged (crushed)", and a "blockage" was identified in the distal section of the dilator. The unspecified guidewire was not passing through the dilator. The device did not make patient contact, and the procedure was completed using another unspecified device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned complaint device on 25sep2025, the dilator tip was split. There was no damaged noted to the sheath.